Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (device would not detect a scope) was not confirmed. The reported issues (cracked power button and damaged front panel mouth) were confirmed. In addition, service found the socket slider switch was worn, there was dust inside the scope socket, and lamp life was expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device would not detect a scope. It was also reported that the power button was cracked, and the front panel mouth was taped. The reported issue occurred while preparing the subject device for use during an unspecified procedure. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for the issue (device would not detect a scope) by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred because a worn-out slider switch affected communication and the detection of the scope. Olympus will continue to monitor field performance for this device.